Manufacturer narrative:
This incident was discovered by watching a (B)(6) that the doctor had posted to the website. The doctor explained that the video was posted to show how safe and effective the malyugin ring system is. He also stated that the incident happen 3 years ago, that it was his first attempt using the device and that there was no impact to the patient. During the interview with the doctor he stated that prior to use, the device was loaded and unloaded several times. This is contrary to the instructions for use. There was not a device returned for evaluation.

Event description:
The doctor was retracting the malyugin ring into the inserter when the ring broke at the glue joint. The ring was removed and there was no impact to the patient.